Manufacturer narrative:
Evaluation of the power wheelchair is pending as hoveround has not been given access to the equipment to date. However, the end user reported falling out of the power wheelchair while crossing the street.

Event description:
End user reports crossing a roadway in the power wheelchair and fell out of the chair. End user reports never wearing the seat belt.